Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the intermittent stimulation was not determined. The manufacturer representative tried to program around the one bad contact to see if that made a difference. They had worked on adjusting and turning on and off adaptive stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient's ins was turning off by itself and it occurred on (B)(6). The patient and manufacturer representative reviewed diary and stimulation was turned off for a few days in (B)(6) but was on and in use on (B)(6). The patient noted sometimes the intensity was 0ma. It was noted the patient had adaptive stim active and front position had not been defined. Group b had not been defined. The patient position front was 0% but group b usage which the patient indicated they had not used was at 5% usage. It was unable to determined if the patient selected group b on (B)(6). The patient was also pressing the top ins on/off button when communicating with the ins. The caller noted they would remove group b since the patient did not used it often and they would educate the patienton using the controller and would assign a lying front position. No symptoms were reported. Additional information was received. It was reported that every adaptive stim position had a value and that was not the cause of the patient's concern with the ins turning itself off. The patient stated the ins turned itself off on (B)(6). The caller checked usage diary and it showed therapy unavailable on that date and the recharge diary showed charging started at 10%. It was reviewed the data indicated the ins turned off due to depletion. The caller mentioned the event occurred again on (B)(6). The date also showed therapy unavailable and a charge session started at 10% going to 100%. It was noted that again the data indicated ins turned off due to depletion. The patient stated they had the ins on, on (B)(6) 2021 after charging it to 100% but woke with the ins off. The battery level of the ins in the office still showed 100%. It was reviewed that based on the information provided it was unlikely the ins was turning itself off but rather was depleting. Additional information was received. It was reported the patient was feeling stimulation intermittently. The manufacturer representative made adjustments at the appointment on (B)(6) 2021 to the adaptive stim settings and followed up with the patient on (B)(6) 2021. It was noted the controller showed that stimulation was on but the patient continued to have instances when they did not feel stimulation. It was noted that with the restore device, the patient did not have intermittent stimulation sensation. The caller indicated that the patient was not feeling stim when they met hold for dd 1.24initially today. They checked the ins with the patient remote and adjusted the intensity on a1 from 1.4 to 1.5ma and the patient felt stim turn on. The active electrodes with group a are as follows: a1: 8 12 15 a2: 11 12 13 a3: 10 11 a4: 12 13 the caller measured impedances and provided the following details. Electrode 9 has a high impedance value with electrode 0 with an orange indicator, all other indicators are green: ref 8 12 550ohms 15 550ohms ref 11 12 510 13 580ohms 15 530ohms ref 12 13 550ohms 15 530ohms ref 13 15 550ohms the patient was maintaining a charge level of (B)(6) % since the last appointment. The stimulation usage diary showed that the ins has not depleted since their appointment on (B)(6) 2021. The patient goes to bed with stim on and later feels like stimulation is off but the remote shows that the ins is on. The caller mentioned they would attempt alternative programming with the patient to determine if that helps resolve the issue.